Event description:
It was reported, the patient is receiving unintended rib stimulation and no stimulation in her pain pattern. Reprogramming was unable to resolve the issue. An x-ray was taken and showed no anomalies. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.